Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding/hemorrhaging.") And uterine cancer ("uterine cancer") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (two children) and parity 2 (two children). In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine cancer (seriousness criterion medically significant), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (her physicians elected to perform full hysterectomy). At the time of the report, the abdominal pain, genital haemorrhage, uterine cancer, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, genital haemorrhage and uterine cancer to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), genital haemorrhage ('bleeding/hemorrhaging/gen. Abnormal. Bleed') and uterine cancer ('uterine cancer / cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (two children) and parity 2 (two children). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating") and psychological trauma ("psych injury") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (her physicians elected to perform full hysterectomy and full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abdominal pain lower and abdominal distension outcome was unknown and the genital haemorrhage, uterine cancer and psychological trauma had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, genital haemorrhage, psychological trauma and uterine cancer to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event psych injury added. Event gen. Abnormal. Bleed, cancer outcome updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal cramps ('abdominal pain'), genital haemorrhage ('bleeding/hemorrhaging/gen. Abnormal. Bleed') and uterine cancer ('uterine cancer / cancer/ tumor / teratoma / cancer') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (two children), parity 2 (two children), migraine, allergic rhinitis, irritable bowel syndrome, cervical dysplasia, restless legs syndrome, migraine, anxiety, endometrial ablation and vaginal hysterectomy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). In (B)(6) 2014, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ hemorrhaging") and depression ("depression"). On (B)(6) 2014, the patient experienced artificial menopause ("hormonal changes describe: surgical menopause"), 2 years 2 months after insertion of essure. In 2014, the patient was found to have uterine cancer (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal cramps (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (her physicians elected to perform full hysterectomy and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal cramps, abdominal pain lower, abdominal distension and depression outcome was unknown, the genital haemorrhage, uterine cancer and anxiety had resolved and the vaginal haemorrhage, menorrhagia, artificial menopause, pelvic pain and abdominal pain was resolving. The reporter considered abdominal cramps, abdominal distension, abdominal pain lower, anxiety, artificial menopause, depression, genital haemorrhage, menorrhagia, pelvic pain, uterine cancer, vaginal haemorrhage and abdominal pain to be related to essure. The reporter commented: discrepancy on date on removal (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs received: reporter, patient demographics, medical history, were added. Updated laboratory data. On (B)(6) 2014, she explanted essure (previously reported as (B)(6) 2014). Added events hormonal changes describe: surgical menopause, abnormal bleeding (vaginal, menorrhagia)/ hemorrhaging, depression, pain and abdominal pain. Updated events psychological or psychiatric problems condition: anxiety (previously reported psych injury). Updated onset dates and reported term of events and outcome. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding/hemorrhaging") and uterine cancer ("uterine cancer") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (two children) and parity 2 (two children). In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine cancer (seriousness criterion medically significant), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (her physicians elected to perform full hysterectomy) and surgery (her physicians elected to perform full hysterectomy). Essure was removed in 2014. At the time of the report, the abdominal pain, genital haemorrhage, uterine cancer, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, genital haemorrhage and uterine cancer to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.